Event description:
It was reported that in the storage room during regular maintenance, the mobile power unit (mpu) was found to be broken and had a yellow wrench. The mpu was removed from use.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d9: corrected. Section g4: PMA # corrected. There was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on a mobile power unit (mpu) was confirmed via submitted images. Photos provided by the customer revealed an active yellow wrench alarm on the mpu. The heartmate mobile power unit (serial number (B)(6) ) was evaluated at the european distribution center (edc). The mpu booted up and functioned as intended. The unit underwent functional checkout and passed all tests per procedure. No yellow wrench alarms were reproduced throughout testing. The mpu was returned to the customer site. Provided information stated that the reported event was observed in a storage room during regular maintenance. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 lvas IFU with heartmate touch section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including yellow wrench alarms) and the actions to take if the alarms cannot be resolved. The heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, explain how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, and heartmate 3 IFU, section 8 - ¿equipment storage and care¿, explain how to care for and clean all equipment, including the mpu. The patient handbook and IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.